Manufacturer narrative:
Date sent to the FDA: 07/31/2020 additional information: d8, h6 corrected information: d10 additional h-3 summary: it was reported barb non-engagement in tissue. One empty labeled winding former and a needle-suture in two section of product code sxpp1b456 were received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. Marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. In addition, body fluids on the barbs were noted. The other section of the suture was examined, the loops and barbs were noted to be as expected. Ten barbs were measured, and all barbs met with the requirements. In addition, the end of suture does match with the extreme of the needle/suture piece. The manufacturing records could not be reviewed as the batch number is unknown.no conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy on an unknown date and barbed suture was used to close the vaginal cuff. During the closure, the barbs did not engage into the vaginal cuff like a different type of barbed suture she was used to. After one bite/throw of the barbed suture on the vaginal cuff she cut the barbed suture and stated she observed the vaginal cuff dehisce, removed the barbed suture and completed the closure robotically with a different type of barbed suture. There were no patient consequences.